Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material emerges from the suction channel within the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the foreign matter remaining could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.